Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 45 mg/dl. Customer mentioned the device delivered an entire vial of insulin. No troubleshooting was done. Customer will not be returning the device for analysis.